Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers family member reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was above 600 mg/dl. The customer was offered for troubleshooting and declined. The customer was treated with insulin drip for high blood glucose. Customer experienced symptoms such as pain in arms and chest. The insulin pump will not be returned for analysis.